Manufacturer narrative:
One device was returned for evaluation. Functional test was performed. Customer problem was duplicated. By visual testing- found damaged dso seal, damaged ac connector. The root cause is a damaged ac connector. The dso seal, ac connector were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that has come in for a software upgrade but has damaged to the power port. The device evaluation revealed a dso seal issue. There was no patient involvement.